Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 where noise oversensing was noted on their right ventricular lead during examination. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.